Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure, a trace pericardial effusion was noted on baseline transesophageal echocardiography (tee). The trans-septal puncture (tsp) was performed using an nrg rf needle and a fixed curve sheath under intracardiac echocardiography (ice) guidance. The implanting physician experienced difficulty obtaining a clear anterior-posterior (ap) view on ice but observed a good tenting of the septum in the inferior/superior view. The needle was initially advanced across the septum, then retracted to the right atrium. After reviewing tee imaging, the physician proceeded with septal crossing using rf energy. As the sheath was exchanged for a was double curve sheath and the pigtail catheter was advanced, the tee imaging physician noted that the previously observed trace effusion had increased in size. A pericardiocentesis tray was prepared, and contrast imaging of the left atrial appendage (laa) was performed. No contrast leak was observed from the appendage or into the pericardial space. Pericardiocentesis was completed and the patient was treated with protamine, IV fluids, and hemodynamic support provided by the certified registered nurse anesthetist (crna). A cardiothoracic surgeon was called for consultation. The patient received two units of packed red blood cells and was transferred to the operating room for surgical management. Intraoperatively, a perforation was identified in the left atrial wall near the right inferior pulmonary vein, which was determined to be the source of the effusion. The perforation was surgically repaired, and the laa was ligated. The patient tolerated the procedure well, with no further complications, and was transferred to recovery in stable condition. It was further reported that the patient was extubated one (1) day post-op, however the patient began to decline. Three (3) days post-op the patient passed away due to septic shock.

Manufacturer narrative:
H6: patient code e233605 added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure, a trace pericardial effusion was noted on baseline transesophageal echocardiography (tee). The trans-septal puncture (tsp) was performed using an nrg rf needle and a fixed curve sheath under intracardiac echocardiography (ice) guidance. The implanting physician experienced difficulty obtaining a clear anterior-posterior (ap) view on ice but observed a good tenting of the septum in the inferior/superior view. The needle was initially advanced across the septum, then retracted to the right atrium. After reviewing tee imaging, the physician proceeded with septal crossing using rf energy. As the sheath was exchanged for a was double curve sheath and the pigtail catheter was advanced, the tee imaging physician noted that the previously observed trace effusion had increased in size. A pericardiocentesis tray was prepared, and contrast imaging of the left atrial appendage (laa) was performed. No contrast leak was observed from the appendage or into the pericardial space. Pericardiocentesis was completed and the patient was treated with protamine, IV fluids, and hemodynamic support provided by the certified registered nurse anesthetist (crna). A cardiothoracic surgeon was called for consultation. The patient received two units of packed red blood cells and was transferred to the operating room for surgical management. Intraoperatively, a perforation was identified in the left atrial wall near the right inferior pulmonary vein, which was determined to be the source of the effusion. The perforation was surgically repaired, and the laa was ligated. The patient tolerated the procedure well, with no further complications, and was transferred to recovery in stable condition. It was further reported that the patient was extubated one (1) day post-op, however the patient began to decline. Three (3) days post-op the patient passed away due to septic shock.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. B2: date of death estimated as (B)(6) 2025 as the patient died 3 days post-operation. H6: impact code added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure, a trace pericardial effusion was noted on baseline transesophageal echocardiography (tee). The trans-septal puncture (tsp) was performed using an nrg rf needle and a fixed curve sheath under intracardiac echocardiography (ice) guidance. The implanting physician experienced difficulty obtaining a clear anterior-posterior (ap) view on ice but observed a good tenting of the septum in the inferior/superior view. The needle was initially advanced across the septum, then retracted to the right atrium. After reviewing tee imaging, the physician proceeded with septal crossing using rf energy. As the sheath was exchanged for a was double curve sheath and the pigtail catheter was advanced, the tee imaging physician noted that the previously observed trace effusion had increased in size. A pericardiocentesis tray was prepared, and contrast imaging of the left atrial appendage (laa) was performed. No contrast leak was observed from the appendage or into the pericardial space. Pericardiocentesis was completed and the patient was treated with protamine, IV fluids, and hemodynamic support provided by the certified registered nurse anesthetist (crna). A cardiothoracic surgeon was called for consultation. The patient received two units of packed red blood cells and was transferred to the operating room for surgical management. Intraoperatively, a perforation was identified in the left atrial wall near the right inferior pulmonary vein, which was determined to be the source of the effusion. The perforation was surgically repaired, and the laa was ligated. The patient tolerated the procedure well, with no further complications, and was transferred to recovery in stable condition.